Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit failed the leak test on a maquet servo-I ventilator. The hospital reported that the leak test was performed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested to check for leaks. Results: the breathing circuit operated properly during testing and did not leak. Conclusion: we were unable to replicate the reported fault as the breathing circuit functioned properly during testing. All breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected.